Event description:
Patient presented with severe disease in the distal aorta, as well as small, calcified iliac vessels. The contralateral device limb wire was up and over the bifurcation in the dual lumen catheter. When the dual lumen catheter was pulled out, the distal aorta perforated and the patient was converted to open repair. The patient tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The patient's severely diseased vessels and operational context contributed to the perforation of the distal aorta. The device was inadvertently discarded by the hospital.